Manufacturer narrative:
Packaging hole. Evaluation summary: upon receipt of the package, it was verified that the protective red cap covering the scissors have protruded through the packaging. Because visually obvious damage such as this would have been detected during the 100% visual inspection that takes place during the packaging process prior to shipment. Damage most likely produced by improper handling outside ees abq. The batch history records were reviewed with no protocols, defects or non-conformance noted.

Event description:
Packaging issue: it was reported that the protective red cap covering, the scissors have protruded through the packaging compromising the sterility.